Event description:
It was reported to gems that the afm gantry tipped forward, resting on the tube. The afm is mounted using a floor plate which is secured by 4 anchor bolts. It was reported that the rear two anchor bolts came out, allegedly owing to non-standard anchoring methods. There were no injuries.